Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information. Zip code is not indicated at this time. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that one day following a cataract extraction with intraocular lens (iol) implant procedure, refractive target error was observed. The lens was exchanged for a different power iol. The patient's symptoms have resolved. Additional information was requested.